Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was damaged and as a result the cartridge would not sit correctly in the pump. It was also reported that the pump battery was depleting quickly and taking longer to charge than expected. There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.